Event description:
It was reported clips scissored during a lap chole procedure. Another device was used to continue the case. There was no consequence to the patient.

Manufacturer narrative:
H4, h6: information anticipated, but unavailable at this time.